Event description:
Article titled "vagus nerve stimulation in epilepsy: efficiency and safety of outpatient practice" was received for review in which it was noted that a patient reported having paralysis of the vocal cords leading to dysphonia without dyspnea or false route due to recurrent nerve damage during the vns surgery. Another patient had an unplanned overnight hospitalization that was required due to postoperative vomiting after anesthesia; however no readmission was observed. The vomiting is being reported in MFR report # 1644487-2020-01255. No additional relevant information has been received to date.